Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: a review of the alarm history showed alarms indicative of normal pump use. The pump was exercised for 48 hours with the user¿s programmed basal rate. The complaint regarding the iob not calculating as expected was duplicated on investigation; however investigation confirmed that the pump¿s iob feature was operating as designed. A 5.0 unit bolus was programmed and delivered during investigation at 7:30am; there was no iob present prior to this bolus. The pump was returned with the iob duration set to 3.5 hours. After 3.5 hours from the 7:30am bolus, the iob status showed 0.29units. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the insulin on board (iob) feature was not calculating correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.